Manufacturer narrative:
Physician admitted to using wrong setting for procedure. He used setting of 2.5 on cut/coag current rather than the recommended setting of between 1 - 2, in partially rectified current. Physician was asked to submit full op report, which has not yet been rec'd.

Event description:
As a result of turbinate volume reduction procedure, pt suffered bone loss and loss of sense of smell.